Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went into end of service (eos) in 2017 and the patient elected not to replaced the device. Recently a charge circuit timeout occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.